Event description:
Operating room staff states minerva device did not properly engage while being used on a surgical patient. Operating room staff removed defective device and set aside for biomed. Patient remained stable throughout procedure and suffered no ill effects.